Event description:
It was reported that the insulin pump was returned without any authorization due to an unknown issue. The blood glucose reading was not provided and the device was sent to be processed by failure analysis. Nothing further reported.

Manufacturer narrative:
The unit was received with currents in specifications. The unit was unable to prime during the prime test due to a protruded/loose drive support disk. A minor scratched liquid crystal display window, cracked case near the display window corners, cracked reservoir tube lip, and missing end cap sticker were noted.